Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer's blood glucose level was 184 mg/dl. Customer stated that she received error messages but does not recall what the messages stated. Customer also stated that there was moisture underneath the lcd screen. Customer reported that she was in austin, tx and thinks the moisture was caused by the humidity. Customer misplaced the battery cap that goes with the pump. Insulin pump will need to be replaced. No additional information provided.